Event description:
It was reported that the user experienced a low glucose episode with a fingerstick value of 57 mg/dl, accompanied by sweating and irritability; the user had not eaten dinner, had not meal announced, and self-treated with oral glucose, after which the cgm read 106 mg/dl. Symptoms included hypoglycemia, irritability, and diaphoresis. Outcomes included an unexpected medical intervention in the form of medication administration and classification as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding device components and no specific medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.